Manufacturer narrative:
Discrepant negative antibody screening result for one patient having an anti-e antibody. The root cause of the discrepant antibody screening result obtained by the customer for this patient could not be determined although it could not be excluded to be sample related, associated with the anti-e antibody being weak and at or around the detection limit of the reagents and the technique used and/or associated with the variability of expression of the e antigen present on the reagent red blood cells and/or equipment related, associated with a pipetting issue and/or a combination of both. No general product failure is identified. A biased result was reported to a physician. The patient was not harmed.

Event description:
A customer complained after obtaining what was described as a discrepant negative antibody screening result for one patient using the ortho biovue system in conjunction with their ortho vision biovue analyser. Date of event: (B)(6) 2019. Complainant/complaint reporter: (B)(6)¿ laboratory technician. Reported on: 19 july 2019 by (B)(6) to the orthocare helpdesk. Reagents: ortho biovue system ahg polyspecific/neutral cassette lot pln006h expiry date 10 october 2019. Ortho biovue system ahg polyspecific/neutral cassette lot pln007h expiry date 11 october 2019. Biovue screen j lot 1630 expiry date not provided. Biovue screen j lot 1635 expiry date not provided. Software version: (B)(4). Patient information: transfused between 04 july and 11 july 2019 with e(rh3) antigen positive blood; transfused on (B)(6) 2019 with e(rh3) antigen negative blood. The customer reported that on (B)(6) 2019, they had tested a patient sample for antibody screening in the indirect antiglobulin test (iat) using biovue screen j lot 1630 and ortho biovue system ahg polyspecific/neutral cassette lot pln006h in conjunction with their ortho vision biovue analyser and that they had obtained negative reactions with the three treated cells and the three untreated cells of the red cell reagent. The customer reported that on (B)(6) 2019, they had observed an increase in pipa520 (pipetting script error) error codes posted by their ortho vision biovue analyser and suspected they might have obtained incorrect result on previous days. The customer reported that on (B)(6) 2019, they had retested the patient sample for antibody screening in iat using biovue screen j lot 1635 and ortho biovue system ahg polyspecific/neutral cassette lot pln007h in conjunction with their ortho vision biovue analyser and that they had obtained: a positive reaction (0.5+ reaction strength) with untreated cell 2 of the red cell reagent. Negative reactions with untreated cells 1 and 3 of the red cell reagent. A positive reaction (3+ reaction strength) with treated cell 2 of the red cell reagent. Negative reactions with treated cells 1 and 3 of the red cell reagent. The customer reported that on the same day, they had retested the patient sample for antibody screening in iat using biovue screen j lot 1635 and ortho biovue system ahg polyspecific/neutral cassette lot pln007h in conjunction with their ortho vision biovue analyser and that they had obtained: a positive reaction (0.5+ reaction strength) with untreated cell 2 of the red cell reagent. Negative reactions with untreated cells 1 and 3 of the red cell reagent. A positive reaction (3+ reaction strength) with treated cell 2 of the red cell reagent. Negative reactions with treated cells 1 and 3 of the red cell reagent. The customer reported that on the same day they had tested this patient for antibody identification and that they had identified the presence of an anti-e(rh3) antibody. The customer reported that on (B)(6) 2019 they could not detect the presence of the anti-e(rh3) antibody. The customer reported that the biased result obtained on (B)(6) 2019 had been reported to a physician. The customer reported that the patient had not been harmed as a result of the reported event.